Event description:
Philips received a complaint from the customer on the v60 indicating that the device was restarting itself sporadically. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The device was diagnosed with a bad central processing unit (cpu). The investigation is ongoing.

Manufacturer narrative:
H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse confirmed the reported issue and determined that the user interface (ui) printed circuit board assembly (pcba) required a replacement to resolve the issue. The customer ordered and replaced the ui pcba to resolve the issue. The customer replaced the user interface (ui) printed circuit board assembly (pcba) to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.